Event description:
Spontaneous. Patient infcl'med that one cassette was defective and she threw it away. No lot number available. Patient has enough medication on hand. No further information known. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? Unknown. If yes, was any medical intervention provided? N/a. Is the actual cassette available for investigation? No. Did we replace the cassette? No. Did the patient have additional cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? Unknown. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Np interruption in therapy. Resolved? Yes. Ongoing? No. Suspect device cassette medi reservoir. Reported to (B)(6)/caremark by pt/caregiver.